Event description:
It was reported that stent damage occurred. The target lesion was located in the calcified mid left anterior descending artery. Following pre-dilatation, a 2.50 x 12mm synergy xd drug-eluting stent was advanced but failed to cross the lesion. The physician used a guide extension catheter but was still unable to deliver the stent. Upon removal, it was noticed that a strut was damaged on the proximal end of the stent. The procedure was completed with another of same device. No patient complications were reported.